Event description:
A customer obtained an erroneously elevated total thyroxine (tt4) result for one patient. Subsequent testing produced results in the normal reference range. The erroneous result was not reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Per customer, thyroid samples are collected in 16x100mm serum tubes without a gel separator. Customer stated that the sample was normal in appearance. The specimen was analyzed from an aliquot placed in a sample cup. Customer indicated that there were no errors generated to the event log in connection with this event. A field service engineer (fse) was dispatched: the fse performed a diagnostic testing which failed. The fse cleaned the sample probe, reagent probes and changed the aspirate probes and associated peri-pump tubing. The fse reran the diagnostic testing and performed qc. A definitive root cause has not been determined to date for this event. A malfunction will be assumed for the purpose of this report.